Event description:
As reported, this female patient had a right side tha on (B)(6) 2017. The patient was brought back for right hip pain. The hip was dislocated, the femoral head removed. The stem was checked, found to be loose and removed. Attention turned to cup. The liner was removed with the use of a bone screw. The cup was checked, found to be well fixed. A new g1 32 lip xle liner was implanted. Attention turned back to the femur where a new size 6 std offset hps stem was cemented in place along with a new 32 +3.5 biolox head. There is no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. The devices are not returning as the patient requested them.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 130-32-51 nv gxl liner neutral, 32mm ID group 1 cups - 4120690; 170-32-03 biolox delta femoral head 32mm od, +3.5mm- 4320796.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the femoral stem and the bone, an under sized femoral stem for the patient¿s anatomy/femoral bone, patient related conditions, or a combination of these possibilities, which led to aseptic (non-infected) femoral stem loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation.